Event description:
It was reported the device entered backup mode due to a MRI procedure with defibrillation therapy disabled. The cause of the reported event was due to not programming MRI settings on. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and experienced no consequences.